Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty deploying the stent could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery (rca) that was mildly tortuous and mildly calcified. Two xience alpine stents were deployed successfully. A third xience alpine 3.0 x 18 mm stent delivery system (sds) was advanced to the lesion to be placed proximally. The balloon was inflated to deploy the stent, then deflated and was retracted; however, when pulled out of the rotating hemostatic valve, the stent implant was noted to be still tightly fixed on the balloon. After retraction of the sds from the anatomy the sds balloon was tested. The balloon was inflated and the stent implant deployed without issue. There was no resistance during advancement to the lesion. The procedure was completed by deploying another xience alpine stent with no further issues. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.